Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on photographic images of an ar-4500, meniscal cinch, batch 15116180. Based on the information provided, which may include the returned device (if available), photographs, videos, the event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause can be attributed to misuse, specifically related to: misaligned insertion, resulting in suboptimal engagement of the device improper bone preparation, which may reduce the anchoring capability during deployment prying or leveraging the device, creating off-axis mechanical stress beyond the intended use.

Event description:
On (B)(6) 2025, it was reported by an arthrex's employee via an email that for 2 units of ar-4500, meniscal cinch¿, the first anchor was set successfully but the second anchor fell out when the suture was retrieved. Both units of ar-4500 had the same issue. This was detected during a reconstruction of the anterior cruciate ligament and meniscus suture surgery of the right knee joint on (B)(6) 2025. The procedure was completed successfully by using the third ar-4500. There were no patient harm and no secondary procedure needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.